Event description:
On (B)(6) 2009, the pt reported experiencing air bubbles in the insulin cartridge of her infusion device. She stated that she has performed all troubleshooting techniques and has received additional training and the issue persists and has been ongoing for 2 years. She stated that she does attach the adapter and infusion device. She believes the issue is with the filling needle of the insulin cartridge. She stated that she planned to keep a close watch on the insulin cartridge and she will remove air bubbles as they form. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.